Event description:
It was reported that the device had an unknown failure. There was no reported patient involvement or outcome. Medtronic's initial evaluation of the incident device found due to the connector housing melting. When examining the outer surface of the docking station, thermal damage was observed. The components on the board were inspected; charring and thermal damage was observed on multiple components near the charging port. The area of the pcba near the vent appear to contain an ingress stain.

Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the docking station was received with power supply connector stuck inside of the docking station charging port due to the connector housing melting. Thermal damage was observed after examining the outer surface of the docking station. Charring and thermal damage were observed on multiple components near the charging port. The area of the pcba near the vent appeared to contain an ingress stain. The power cord had no signs of exposed wires. The connector was damaged from being used with the docking station. The back metal plate inside of the docking station contained signs of corrosion along the top edge, however there was no obvious signs of thermal damage near the plate. The bis tablet was connected to ac power using a known and good power supply, and the system power cycled on and completed post. It was reported that the device had an unknown failure. The reported issue was confirmed. The most likely cause was traced to a component failure. The manufacturing records for each device are thoroughly reviewed prior to release to en sure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.